Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Medical device expiration date: 04/2023.

Event description:
It was reported that twenty days post port placement, the device allegedly protruded. It was further reported that the device allegedly had extravasation and flow rate issue. Reportedly patient experienced pain and swelling. The device was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI duo attached to a catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported material protrusion and fluid leak issue as one of the two port septa(right) was partially dislodged and upon infusing the port, leak was noted from the partially dislodged septum. Further during functional evaluation mandrel test was performed were the right port stem failed the mandrel test as the black mark was not fully inserted into the lumen. However, the investigation is inconclusive for the reported restricted flow rate issue as the exact circumstances at the time of the reported event are unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty days post port placement, the device allegedly protruded. It was further reported that the device allegedly had extravasation and flow rate issue. Reportedly patient experienced pain and swelling. The device was removed and replaced. The current status of the patient is unknown.

Event description:
It was reported that twenty days post port placement, the device allegedly protruded. It was further reported that the device allegedly had extravasation and flow rate issue. Reportedly patient experienced pain and swelling. The device was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI duo attached to a catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported material protrusion and fluid leak issue as one of the two port septa(right) was partially dislodged and upon infusing the port, leak was noted from the partially dislodged septum. Further during functional evaluation mandrel test was performed were the right port stem failed the mandrel test as the black mark was not fully inserted into the lumen. However, the investigation is inconclusive for the reported restricted flow rate issue as the exact circumstances at the time of the reported event are unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.